Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that distal end of the main coil was found to be jammed inside the microcatheter. The microcatheter was flushed, procedural fluid was noted and the microcatheter was cut to remove the main coil. The main coil was found to be stretched and broken. The main coil suture was damaged as well. Functional testing could not be performed due to the damaged condition of the returned coil. Information available indicated that the device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.